Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap is sticking out. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime, excessive no delivery or occlusion tests due to the motor error. The pump was received with normal operating currents. The pump passed the self test and off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a loose drive support disk, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.